Event description:
A patient was being transferred from one room to another in a sizewise bed. While exiting the elevator, the wheels at the head of the bed collapsed and caused the bed to drop while the patient was on the bed. The bed collapsed as it moved over the metal strip between the elevator and the hallway. The company representative was notified and said that this incident was caused by improper hardware. The bed had received improper hardware during an upgrade. The hardware that was installed was to support the braces for the axle. The wheels did not fall off of the bed, but the axle did fold up underneath the frame due to the bolts that were used on this particular bed.